Event description:
Description of the reported complaint: it was reported that the pt sustained crushing abdominal injury with crushed blood vessels to the colon and internal injuries. The pt underwent an abdominal surgical procedure (clean-contaminated) with a fortiva porcine dermis graft utilized as a "bridge". Within one week following surgery the pt developed an anastomotic leak and disintegration of the fortiva dermis graft was noted approximately 2 weeks after implantation.

Manufacturer narrative:
Investigation: manufacturing and environmental monitoring data collected during and around the time of processing did not document negative impact or contamination to the grafts. Graft ID (B)(4) underwent a validated sterilization methodology (tutoplast which includes terminal sterilization after packaging). Rti has distributed (B)(4) fortiva dermis grafts with no related complaints. Results: although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. Examples include decreased blood supply at the surgical site, poor soft tissue coverage, weight, infection, poor glycemic control, medications (e.g. Steroids), physical location of the surgical site, bacterial or viral infection, inflammation, or non-adherence to graft package insert instructions. Cumulative risk factors increases the likelihood of complications. Conclusion: rti records re-review results indicate that graft ID (B)(4) met all specification requirements and release criteria at the time of distribution.